Event description:
It was reported that a 512x was used during a laparoscopic mason.it was reported by the affiliate that the trocar shaft broke where it is attached to the upper part of the trocar. Parts of the sleeve fell into the patient. All the parts were retrieved by the surgeon. The surgery was extended by one hour. A new 512x was used to complete the case.